Manufacturer narrative:
Per evaluation findings by the manufacturer: the problem described by the customer could be reproduced. The problem occurs when the patient tube is placed on the instrument (nozzle 1.7mm) which is connected to the abdomen during the insufflation break. In this case, the flow only reaches a value of approx. 1-3 l/min, which leads to the pressure being reached slowly or not at all (depending on the leakage). The problem can also occur if the leakage at the patient side is similar to the insufflation from the unit to the patient. The unit operates with a maximum insufflation pressure of 50mmhg, which means that the maximum flow is dependent on the instrument used. Therefore, if the instrument resistance becomes higher, the set flow will no longer be reached until the instrument resistance decreases. If the insufflation pressure isn't reached, the user is advised to replace the instrument, increase the pressure, check the plug connections and replace the tube / filter. Since the user has not performed all of these steps, it could be confirmed that the issue is based on a use error. Further, contamination was found in the high-pressure regulator. The substance of the contamination cannot be identified exactly. It could be detachment from the supply hose. This type of contamination can contaminate the sinter filter and cause the unit to malfunction. However, it seems that the contamination isn't responsible for the problem described by the customer. This issue is also based on a use error. Device was shipped to the customer on march-18-2022 under outbound delivery 87922117 and had been in use for approx. 12 months; device was never returned for service.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported that during a laparoscopic low anterior resection on (B)(6) 2023, the endoflator 50 unit was not reaching the desired insufflation pressure, and they used a backup unit to complete the procedure. Customer estimated switching out the unit delayed the case approximately 15 - 20 minutes. They reported there was no patient impact.